Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the images could not be saved in the system. Analysis of the system log file showed that the x-ray-pc reported ssd s.m.a.r.t. Values which are not within the acceptable range. During troubleshooting, the fse identified that the hard drive 2 failed on x-ray pc. The fse reinstalled software which did not resolve the issue. Upon further troubleshooting, the fse found that the hdd middle slot in the pc was failing to power up. Fse replaced the x-ray pc and reloaded the software, the issue persisted. The fse replaced the new x-ray pc again and found miss-wired network cable and performed shut down. The defective part was returned to philips for further analysis. The analysis confirmed the malfunction of the x-ray pc and identified that it was failed due to faulty hdd bay. Following the replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not saving images and is unable to make x-rays. The procedure was delayed as a result. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.